Manufacturer narrative:
Monitor (B)(4) and electrode belt sn (B)(4) have not yet been recovered from the field. Device evaluation included review of downloaded software flag files (attached) on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient passing.

Event description:
A us distributor reported that a french patient passed away on (B)(6) 2019 at 7:40 pm while reportedly wearing the lifevest. It was reported that the patient was in the hospital at the time of the event. It was reported that the patient was alone and that the device was not alarming. Per review of the available download data, between 7:32:37 pm and 07:53:15 pm, the device detected bradycardia, therapy electrode placement faults, and noise on both ECG channels. A manual recording with response button use was detected at 07:55:34 pm with the ecgs showing asystole with intermittent cardiac activity and motion artifact. From 07:58:52 pm to 08:01:35 pm, therapy electrode placement faults and noise on both channels was detected. A manual recording detected twice between 08:05:25 pm and 08:05:49 pm with response button use showed that the patient was in ventricular fibrillation (vf) with motion artifact. Between 08:06:05 pm and 08:08:29 pm, the electrode belt was disconnected multiple times. A manual recording at 08:09:45 pm with response button use showed that the patient was in vf with motion artifact. Noise obscured the patient rhythm between 08:16:15 pm and 08:38:30 pm. The device was shutdown at 08:45:25 pm. Motion artifact and response button use prevented the lifevest from treating the patient. There was no allegation of a device malfunction. It is unknown who was pressing the response buttons.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor reported that a french patient passed away on (B)(6) 2019 at 7:40 pm while reportedly wearing the lifevest. It was reported that the patient was in the hospital at the time of the event. It was reported that the patient was alone and that the device was not alarming. Per review of the available download data, between 7:32:37 pm and 07:53:15 pm, the device detected bradycardia, therapy electrode placement faults, and noise on both ECG channels. A manual recording with response button use was detected at 07:55:34 pm with the ecgs showing asystole with intermittent cardiac activity and motion artifact. From 07:58:52 pm to 08:01:35 pm, therapy electrode placement faults and noise on both channels was detected. A manual recording detected twice between 08:05:25 pm and 08:05:49 pm with response button use showed that the patient was in ventricular fibrillation (vf) with motion artifact. Between 08:06:05 pm and 08:08:29 pm, the electrode belt was disconnected multiple times. A manual recording at 08:09:45 pm with response button use showed that the patient was in vf with motion artifact. Noise obscured the patient rhythm between 08:16:15 pm and 08:38:30 pm. The device was shutdown at 08:45:25 pm. Motion artifact and response button use prevented the lifevest from treating the patient. There was no allegation of a device malfunction. It is unknown who was pressing the response buttons. Further clinical review of the continuous ECG revealed that the lifevest's ecgs were not on the patient's skin at the time of the manual recordings where vf was originally thought to be seen. The ecgs during the manual recordings were completely obscured by motion artifact. Additionally the patient's rhythm at the time of device shutdown at 20:45:25 on (B)(6) 2019 was asystole with intermittent cardiac activity and motion artifact degrading to asystole. There is no indication at this time that the lifevest caused or contributed to the patient's death. The lifevest acted as intended.